Manufacturer narrative:
Follow-up #3 date of submission 24-feb-2020 : the original allegation is a reportable adverse event. There were corrections to b1 (adverse event) b2 (life threatening) and h6 patient code: 1905, 2137, 1970.

Manufacturer narrative:
Additional information: on (B)(6)2019, the reporter contacted animas alleging that the patient experienced a blood glucose of 16 mmol/l with blurred vision, nausea and feeling sick associated with an alleged history/settings issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management this complaint is being reported because the patient experienced hyperglycemia associated with an alleged inaccurate delivery issue.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 16 mmol/l with associated symptom of nausea and blurred vision. The patient reportedly did not require treatment over or above the usual routine of diabetes care and management. This combination of blood glucose level and symptoms does not meet animas' criteria of a reportable adverse event. Therefore, no patient injury is being reported. The reporter alleged an inaccurate delivery issue; the basal history does not match the active basal program; reason is unknown. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-sep-2019 with the following findings: a review of the pump histories showed that the complaint regarding basal history not matching on (B)(6)2019 was due to the user running temp basal programs. During investigation, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours for basal testing with no issues occurring. All values were accurately recorded in the basal history. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint of a history settings issue was not duplicated during investigation. There was no defect found. Unrelated to the complaint, investigation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.